Event description:
During the procedure (9 minutes into the tourniquet time), the thigh was noted to be extrememly hard and the physician noted swelling in the left thigh. The tourniquet was deflated immediately. The swelling did subside after wrapping the thigh as fluid was released. The manufacturer's representative did evaluate the device and noted a lever that was frozen and would not move but this was not felt to have effected the proper functioning of the pump. The patient was taken to recovery in stable condition with no signs of compartment syndrome.